Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the right essure coil into the mid portion of the endometrium'), device expulsion ('left tube essure device which has migrated to the uterine cavity /malposition and migration of essure device location of device: endometrium / extends to the mid portion of endometrium / expulsion of left essure/ slipped into uterine cavity'), genital haemorrhage ('abnormal bleeding') and ovarian cyst ('tumor/ teratoma/ cancer-type: ovarian cyst') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *(B)(6) 2015, imaging of pelvis which demonstrated that she had migration and perforation of the right essure coil into the mid portion of the endometrium. Concurrent conditions included uterine dilation and curettage since (B)(6) 2012, vaginal odor, itching, vaginitis, post coital bleeding, dysuria, hematuria, bacterial vaginosis, urinary urgency, hsv infection, skin lesion, uterine bleeding and ovarian cyst. Concomitant products included amoxicillin, nitrofurantoin (macribid) and sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 14 days after insertion of essure. On (B)(6) 2012, the patient experienced dermatitis allergic ("rashes or skin condition- type: labia with pain"). On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vaginosis ("bladder or urinary problems or changes: bacterial vaginosis"), micturition urgency ("bladder or urinary problems or changes:micturition urgency"), urinary tract infection ("bladder or urinary problems or changes: uti") and vulvovaginal rash ("rash erupted over both labia"). On (B)(6) 2014, the patient experienced dysuria ("bladder or urinary problems or changes: urination pain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain"), abdominal pain lower ("lower abdomen pain / cramping"), dysmenorrhoea ("abnormally severe menstrual pain"), anxiety ("anxiety"), complication of device insertion ("explant of left essure, attempted replacement which failed"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). The patient was treated with removal and surgery (hysterectomy in (B)(6) 2016, surgical removal of coil(s) on (B)(6) 2012 and tubal ligation, surgical removal of coil(s) on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device expulsion, pelvic pain, dysmenorrhoea, anxiety, complication of device insertion, dyspareunia, ovarian cyst, menorrhagia, vaginal haemorrhage, dermatitis allergic, vaginal discharge, bacterial vaginosis, micturition urgency, urinary tract infection, dysuria and vulvovaginal rash outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, bacterial vaginosis, complication of device insertion, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, menorrhagia, micturition urgency, ovarian cyst, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vulvovaginal rash to be related to essure. The reporter commented: since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. On (B)(6) 2012, the left essure implant was floating freely in the uterine cavity and was removed with graspers. Essure device seen on the right extends medially into the mid portion of the endometrium. On left side - 20 coils were noted at the tubal ostia. On right side - 4 coils were noted. The hysteroscope was placed back into the uterine cavity and attempt at placement of the essure implant on the left was performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2012: results: expulsion of essure which had migrated to uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: expulsion. Most recent follow-up information incorporated above includes: on 30-may-2019: pfs received. New events: vaginal discharge, bladder or urinary problems or changes and rash erupted over both labia were added. Onset dates for events were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the right essure coil into the mid portion of the endometrium"), device expulsion ("left tube essure device which has migrated to the uterine cavity /malposition and migration of essure device location of device: endometrium / extends to the mid portion of endometrium / expulsion of left essure/ slipped into uterine cavity"), genital haemorrhage ("abnormal bleeding") and ovarian cyst ("tumor/ teratoma/ cancer-type: ovarian cyst") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal odor, itching, vaginitis, uterine dilation and curettage since (B)(6) 2012, post coital bleeding, dysuria, hematuria, bacterial vaginosis, urinary urgency, hsv infection, skin lesion, uterine bleeding and ovarian cyst. Concomitant products included amoxicillin, nitrofurantoin (macribid) and sertraline (zoloft). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 5 months 29 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dermatitis allergic ("rashes or skin condition- type: labia with pain"). On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), abdominal pain lower ("lower abdomen pain / cramping"), dysmenorrhoea ("abnormally severe menstrual pain"), anxiety ("anxiety"), complication of device insertion ("explant of left essure, attempted replacement which failed") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy in (B)(6) 2016, surgical removal of coil(s) on (B)(6) 2012) and surgery (tubal ligation). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device expulsion, pelvic pain, dysmenorrhoea, anxiety, complication of device insertion, dyspareunia, ovarian cyst, menorrhagia, vaginal haemorrhage and dermatitis allergic outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, complication of device insertion, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. On (B)(6) 2012, the left essure implant was floating freely in the uterine cavity and was removed with graspers. Essure device seen on the right extends medially into the mid portion of the endometrium. On left side - 20 coils were noted at the tubal ostia. On right side - 4 coils were noted. The hysteroscope was placed back into the uterine cavity and attempt at placement of the essure implant on the left was performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2012: expulsion of essure which had migrated to uterus. On (B)(6) 2015, imaging of pelvis which demonstrated that she had migration and perforation of the right essure coil into the mid portion of the endometrium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: expulsion, most recent follow-up information incorporated above includes: on 4-sep-2018: pfs received. Added events dyspareunia (painful sexual intercourse), tumor/ teratoma / cancer-type: ovarian cyst, abnormal bleeding (vaginal/ menorrhagia), rashes or skin condition- type: labia with pain. Updated events and outcome. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the right essure coil into the mid portion of the endometrium"), device expulsion ("left tube essure device which has migrated to the uterine cavity") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), pelvic pain ("severe pelvic pain") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy in (B)(6) 2016) and surgery (tubal ligation). Essure was removed. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, dysmenorrhoea, pelvic pain and anxiety outcome was unknown. The reporter considered anxiety, device expulsion, dysmenorrhoea, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2012: expulsion of essure which had migrated to uterus (B)(6) 2015, imaging of pelvis which demonstrated that she had migration and perforation of the right essure coil into the mid portion of the endometrium. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the right essure coil into the mid portion of the endometrium"), device expulsion ("left tube essure device which has migrated to the uterine cavity /malposition of essure device location of device: endometrium / migration of essure device location of device: endometrium") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal odor, itching, vaginitis, uterine dilation and curettage since 2012, post coital bleeding, dysuria, hematuria, bacterial vaginosis, urinary urgency, hsv infection, skin lesion, uterine bleeding and ovarian cyst. Concomitant products included amoxicillin, nitrofurantoin (macribid) and sertraline (zoloft). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 4 years 3 months after insertion and 3 years 9 months after removal of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), abdominal pain lower ("lower abdomen pain / cramping"), dysmenorrhoea ("abnormally severe menstrual pain"), anxiety ("anxiety") and complication of device insertion ("explant of left essure, attempted replacement which failed"). The patient was treated with surgery (hysterectomy in (B)(6) 2016) and surgery (tubal ligation, surgical removal of coil(s)). At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, pelvic pain, abdominal pain lower, dysmenorrhoea, anxiety and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, anxiety, complication of device insertion, device expulsion, dysmenorrhoea, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: since her removal surgery, almost all of plaintiff's symptoms have resolved, though some remain. On (B)(6) 2012, the left essure implant was floating freely in the uterine cavity and was removed with graspers. Essure device seen on the right extends medially into the mid portion of the endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2012: expulsion of essure which had migrated to uterus. (B)(6) 2015, imaging of pelvis which demonstrated that she had migration and perforation of the right essure coil into the mid portion of the endometrium. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: expulsion. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet and medical records were received. Events per pfs: explant of left essure, attempted replacement which failed and lower abdomen pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.